Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Additional information was received that the site does not plan to investigate the dampening any further. The site is not considering a second sensor and the site confirmed that the patient suffered no adverse consequences. The site was unable to provide the patient weight.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Abbott rep reviewed the readings, and it was found that the sensor was implanted in a vessel that was too small. The site does not plan to investigate the dampening any further and the site confirmed that the patient suffered no adverse consequences. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via the enterprise platform for integrated quality (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.